Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('technique did cut through the essure device/ pull the remaining pieces of the essure out/ segments of a tightly coiled metallic wire'), pelvic pain ('chronic pelvic pain') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included asthma, obesity, anemia and headache. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy and then laparoscopy, bilateral salpingectomy and novasure endometrial ablation, hysteroscopy with d and c on (B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered device breakage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details -right 2 and left 2 discrepancy noted in date of removal: (B)(6) 2019. Discrepancy noted in date of insertion: (B)(6) 2015. Device was deployed revealing 2 coils visible on the intrauterine side. Essure coil. Again, 2 coils could be seen on the intrauterine side on (B)(6) 2016 patient undergo for hysteroscopy with d and c, novasure endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical records received. Event medical device removal was updated to pelvic pain. Date of removal was updated. Reporter information, medical history was added. New events added- menometrorrhagia, device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('technique did cut through the essure device/ pull the remaining pieces of the essure out/ segments of a tightly coiled metallic wire'), pelvic pain ('chronic pelvic pain') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included asthma, obesity, anemia and headache. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy and then laparoscopy, bilateral salpingectomy and novasure endometrial ablation, hysteroscopy with d and c on (B)(6)2016). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered device breakage, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details -right 2 and left 2 discrepancy noted in date of removal: (B)(6)2019. Discrepancy noted in date of insertion: (B)(6)2015. Device was deployed revealing 2 coils visible on the intrauterine side. Essure coil. Again, 2 coils could be seen on the intrauterine side on (B)(6)2016 patient undergo for hysteroscopy with d and c, novasure endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.